Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is ongoing at this time. A follow up report will be submitted when the investigation becomes available. (B)(4).

Event description:
As reported by the user facility. Customer reports needle stick injury: incident occurred in cath lab. Shield deployed as expected, but in cleaning up nurse dislodged shield and stuck hand.